Manufacturer narrative:
Specific patient information is not available. Xeridiem (legal manufacturer) part number is 70-0050-414; boston scientific (exclusive distributor) part number is m00548370; the boston scientific part number is the one appearing on the device label. Since the lot number of the device is unknown, the expiration date is also unknown. Xeridiem is legal manufacturer for the device and boston scientific is our exclusive distributor. Therefore, the initial reporter to xeridiem is a person associated with boston scientific. The specific device for this report was not available for evaluation. However, a CAPA investigation is in process for a trend in valve leakage. This investigation is in process but appears to be pointing towards a design issue with the reflux valve (dome valve). A recall on the 70-0050-xxx devices was initiated on 12/23/2015. The removal report is planned to be submitted to FDA as manufacturer removal report 2025851-1/7/16-001-r. Device was not available for evaluation.

Event description:
A complaint was reported for (B)(6) children's hospital, for endovive 3s low-profile enteral feeding balloon. Ion (B)(6) 2015, dr (B)(6) placed a 14fr. X 1.7cm (m00548370) for an approximately (B)(6) year old male patient. This was the patient's first enteral feeding replacement after surgery. It is not known how much time went by for the family to notice, or they noticed right away - they experienced leakage of the gastric contents outside of the patient. The patient was sent home with multiple low-profile balloons after dr (B)(6) performed the placement, so they performed a replacement on their own for another endovive 3s of the same type. They again experienced the same issue (this MDR report is for this second device). Dr. (B)(6) believes that somehow the internal diaphragm of the balloon is staying propped open or is not durable enough to keep gastric contents from being refluxed from the inside the patient's stomach to outside the patient. They do not experience this when the tab covering is over the hole. However, this tab can become dislodged on its own, and when it is not covered, it leaks automatically. The patient's endovive 3s was removed by the family and replaced with a halyard low-profile balloon, which the patient had before. Dr (B)(6) asked that we address this issue prior to performing subsequent placements on other patients. Patient information and lot lumber of the device were not available.